Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a liquid pooled in the overpouch bag of a large volume infusor. The device was filled with 5175mg fluorouracil in 0.9%sodium chloride. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: the lot was manufactured from december 2, 2019 - december 3, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed a pool of fluid inside a bag that contained the sample which suggested a leak has occurred. The reported condition was verified. The most probable cause of the condition is related to supplier manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.